Event description:
Reportedly, during an unsuccessful installation attempt, it was observed that the status light of the subject home monitor remains in orange.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during an unsuccessful installation attempt, it was observed that the status light of the subject home monitor remains in orange.